Event description:
It was reported that the customer was hospitalized for dka. The customer was vomiting and had ketones. The pump was not available for troubleshooting at the time of call. In addition, the family member indicated that recently the customer's pump had an alarm while the pt was away from home. A replacement pump was requested.